Event description:
Needles had a jagged edge. When removing the needle, it would catch on his skin. Approximately 10 needles were defective, when customer went back to (B)(6) they kept his box and told him they were going to call to let us know of the problem. They were currently out of stock for this item number.

Manufacturer narrative:
Due to the device not being returned and tested and no information pertaining to the lot # was recorded during the intake of the complaint, there is insufficient information to conduct an investigation and determine what the cause of the "jagged" insulin syringe needles.

Event description:
Needles had a jagged edge. When removing the needle, it would catch on his skin. Approximately 10 needles were defective, when customer went back to sam's they kept his box and told him they were going to call to let us know of the problem. They were currently out of stock for this item number.